Event description:
It was reported that during arthroscopic surgery, a portion of the anchor broke off during insertion. Anchor was used to complete the procedure.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. The following user facility information is available. H6 other: evaluation of returned device found evidence of fracture due to torsional overload.